Manufacturer narrative:
Unit received with constant alarm during rewind due to motor encoder out of phase. Unable to perform functional test due to alarm. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure 4 separate times. The customer's blood glucose reading was 127 mg/dl at the time of incident. Troubleshooting found that the pump was exposed to an MRI machine and cannot rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.